Manufacturer narrative:
It is likely that the complaint allegation was reported incorrectly and the found failure of the needle being detached is what was meant to be reported. However, due to the reported failure not being confirmed, the complaint allegation cannot be confirmed. One unpackaged ar-1588tnt acl tightrope with fibertag was returned for investigation. Visual evaluation of the device noted that the needle was detached from the suture. It was further noted that the fibertag section was frayed. The most likely cause for this can be attributed to user error of the device due to excessive force used during suture passing. Functional testing was performed by tensioning the white loop suture strands to ensure movement of the loops and the loops were found to function as required. The loop suture was verified to look and function as intended, no problem found. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture broke while tightening the loop. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.